Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported mechanical jam was confirmed based on the observed knotted lock line issue during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported mechanical jam (inability to remove the lock line) was due to the reported knotted lock line; however, a definitive cause for the knot in the lock line could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report inability to remove the lock line. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the mitral valve. The clip deployment was started; however, after retracting the lock line ten inches, resistance was felt and the lock line could not be removed. The clip was not deployed and the cds was removed. A new clip was implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.